Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two returned samples were evaluated: the 1st sample met specifications and the 2nd sample was non-conforming. Second sample evaluation: upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock(incorrect) and passed priming and intra ocular pressure (iop) calibration successfully. The ¿manual stopcock¿ output displayed by the console for the posterior cassette is incorrect for the cassette type and will result in fluid/air exchange (fax) detection issues the customer experienced. During fax mode, there was no exchange from liquid to air, liquid continued to flow to the infusion cannula. The customer's experience was replicated during laboratory testing. Molding engineer consult confirmed this broken ID tab was not a result of the molding/manufacturing process. The root cause of the customer's complaint could not be conclusively determine when or where the ID tab on the cassette was broken. After investigation of this complaint no corrective action is required at this time as the root cause is unknown. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that when switched the infusion from fluid to air, there was no air coming out during surgery. The procedure type was unknown. They ended up switching machine and opened a new pack during the surgery to complete the procedure. No patient impact was reported. Additional information was requested and received that there was no patient harm.